Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager replaced the tank washer and verified the helium supply meets specifications and no leaks were present. There were no fault logs - the fault memory was clear. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
Customer stated that the cardiosave intra aortic balloon pump (iabp) has a helium leak. Preventive maintenance (pm) was recently performed on this iabp and has not been used on patients since. On (B)(6) the customer noticed the helium pressure had dropped and then on (B)(6) the tank was empty. No patient involvement or harm reported. No adverse event reported.